Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of downstream occlusion was reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified .the cause was determined to be force sensor calibration values are out of range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.